Manufacturer narrative:
Concomitant product: product ID: 3889-33, lot# va09pal, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient had pain at the surgical site. A CT scan showed part of the lead went into the muscle and had migrated/dislodged. The CT also showed the stimulator was present over left gluteal region, the buttock musculature appeared intact. The physician recommended a silastic sling to help improve symptoms or symax or "dto" medications. The patient was given aleve, soma, and norco. The event was related to the lead and outcome was resolved without sequelae. Indication for use was reported as fecal incontinence and gastrointestinal/pelvic floor. Follow up is being conducted to obtain cause of the migration/dislodgement and any actions/interventions that were performed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the site reported no cause found for lead migration. The hcp prescribed pain medication, soma ( carisoprodol) 250 mg, to relieve pain. Two actions were reportedly taken, noting medical or non-surgical therapy.